Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. On (B)(6) 2016 the patient came in for a follow up computed tomography (CT) which showed a type 3a endoleak with component separation between the main body and the proximal extension. The CT also showed aneurysm sac growth from 5.5cm to 6.5cm. A secondary intervention has not been scheduled at this time. The patient has diminished health and the patient's family has not decided on additional treatment options.